Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146063.